Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was removed due to infection and had a revision. This was leading to the device data collection failure. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.